Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio reseated the w18 user interface to stack flex cable assembly and proper device function was observed. Physio replaced the w18 user interface to stack flex cable assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the w18 user interface to stack flex cable assembly and was unable to determine further root cause.

Event description:
The customer contacted physio-control to report that the service indicator is present and event codes have been logged in the device's memory. The event code logged is indicative of a device locking up and a boot-up with a white screen. As a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported issue. Upon evaluation of the customer's device, physio-control observed that the device would boot up with a white display and then was resetting itself.